Manufacturer narrative:
Accudrain without the anti-reflux valve (B)(6) was not returned, and no photo was provided that could clarify the cause of the reported blockage. Therefore, a verification cannot be made to determine a possible root cause. It is noted that the device was implanted on (B)(6) 2024, and was reported clogged on (B)(6) 2024; therefore, the unit worked for 4 consecutive days without any issues. It was also reported that the neurosurgeon associate was able to unclog the device and that it was still in use on (B)(6) 2024 (removal date is unknown). This supports that the reported condition is not related to a device malfunction. In addition, the customer reported three (3) separate complaints (this one included) related to clogged units involving two (2) different lots (7403915 and 7403931); however, there are no other complaints for the reported lots aside from these ones. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the accudrain with anti-reflux valve (ins8401) was placed on (B)(6)2024 and was found to be clogged on (B)(6)2024. As a result, the accudrain was resolved with scanner and changed in theatre. No information has been provided on patient outcome.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.